Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode via review of merlin transmission. Patient was brought into clinic and device download was successfully performed. Patient will continue to be monitored.